Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
The reporter stated that during a surgical procedure the surgeon was using the screwdriver tip to remove a hallufix c plate to revise it with a hallulock s plate. When removing the snap-off screws with the screwdriver tip on power, one of the tips snapped off. The surgeon was able to remove the rest of the screws with the hand screwdriver and the case carried on as normal. Integra has requested add'l clinical info.